Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the rptr: the pt allegedly experienced suture extrusion without purulent discharge or abscess. As well as a wound dehiscence, with possible relation to the test device. The pt also experienced a wound infection but they are unable to determine if this was related to the device.